Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6). It was reported that following a procedure using an intellanav stablepoint open-irrigated catheter the patient reported experiencing chest pain. They reported that felt discomfort in their chest when walking and chest pain when taking deep breaths. It was determined to be pericarditis. No diagnostic tests or imaging was performed, however, a change in oral medication occurred. It was reported that the event was resolved following the change in medication. The catheter is not expected to be returned as the complication arose after the procedure was completed.